Event description:
A customer reported a pump malfunction, identified by a fault ID, but there were no notable events preceding this. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no significant impact. Technical support provided information on resetting the pump, which resolved the issue with no recurrence of the malfunction code. The customer was advised to continue using the pump and to reach out if the issue appeared again, and they acknowledged this guidance.